Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was an unsuccessful attempt to implant the right ventricular (rv) pace/sense/defib lead. The lead was initially positioned and the helix extended. The thresholds were not acceptable and the lead was repositioned. The helix would not extend in the new location. The lead was removed and returned for evaluation. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. The helix was found to extend and retract within specifications. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. The device is part of the advisory for this model.

Event description:
It was reported that there was an unsuccessful attempt to implant the right ventricular (rv) pace/sense/defib lead. The lead was initially positioned and the helix extended. The thresholds were not acceptable and the lead was repositioned. The helix would not extend in the new location. The lead was removed and a new lead was implanted. There were no patient complications reported as a result of this event.